Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery with two prostyle devices after an interventional impella (protected percutaneous coronary intervention) procedure with a 14f sheath. Reportedly, with both devices, the user "ripped" the suture [suture break]. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It was reported the device was used for post close. It should be noted that the prostyle instructions for use for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. The reported difficulty and subsequent treatment appear to be related to an interaction an interaction with patient anatomy or suture/ link pulled until it breaks contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 1494: indication for use.